Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
A piece of the catheter sheered off when placing the catheter. Event occurred intra-operatively, caused a delay in surgery over 30 minutes. Device will not be returned, still in patient. (B)(6) 2015 per rep: were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? Opened another lumbar catheter. Is there a serial or lot number you can provide? Not at this time. Is the device being returned for evaluation? No.